Event description:
The ve lvad was implanted in 1999. In 2000, the pt had severe abdominal pain, radiating to the shoulder with hypotension, syncope and collapse. On arrival at the hospital the patient was conscious; however, the patient was pale, rapidly became hypotensive and had a hypoxic fit. The patient was intubated and resuscitated with intravenous fluids comprised mainly of packed cells. The ve lvad was then hand pumped for a while and output returned to 3 to 4 lpm. A transthoracic echo was performed and showed minimal blood around the lvad with forward flow through the lvad; however, a trans-abdominal ultrasound showed a massive amount of fluid in the abdomen. Surgical exploration revealed 5 to 6 liters of blood in the peritoneal cavity. Upon inspection, the source of the bleeding was found to be from around the ve lvad; the outflow graft conduit screw ring had unscrewed from the lvad. At this point, the patient's condition was determined to be unsalvageable, the lvad was turned off and the patient was declared dead.